Event description:
It was reported that during a ptca treatment procedure of the right coronary artery, a shaft fracture occurred. After preparation, the maverick2 monorail balloon catheter was loaded on the wire, advanced and blood was noted returning into the inflation device. The physician removed the guide catheter system and found the catheter shaft had broken in half inside the guide catheter. The guide catheter was reinserted and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "okay." Additional information regarding this event had been requested.

Manufacturer narrative:
The returned product analysis is not complete as of the date of this report. A supplemental report will be filed when the analysis is complete.